Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that he experienced a "packaging issue" with his onetouch ultralink system kit. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (b)(64) 2012 at 12:00pm, the patient discovered that subject system kit came in with a "missing meter." The patient stated that he manages his diabetes with insulin, 45units of lantus and a sliding scale for humalog, and took his usual, daily dose of medications in response to reported issue. Shortly after the alleged issue occurred, the patient claimed to have developed symptoms of "fatigue and moodiness." It is not known if he received any treatment in response to the symptoms. During troubleshooting, the cca determined that the meter was missing from the subject system kit. Replacement product was sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and it is not known if the patient received any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.